Event description:
We observed a variance between the amount of fluid set to be removed by the dialysis machines as compared to the pt's measured change in weight. This issue occurred with multiple pts on different machines. In the vast majority of cases, more fluid was removed than expected. During standard four hour treatments with a dialysate flow rate of 800ml/min, we observed an average variance of approximately 0.3 kg between the expected change in pt's weight set on the dialysis machine and the measured change in pt's weight. Approximately 30 percent of the treatments presented with a variance of grater than 0.3 kg, which is outside of the manufacturer's specifications for this equipment. Reported to fresenius (B)(6) 2012. Fresenius investigated and looked at various factors, but has been unable to provide an explanation for the larger than expected variance. Adjustments were made to the dialysis procedure to attain the planned volume of fluid removal and goal weight. No pt experienced clinical harm or adverse outcomes related to fluid removal. Pts remained entirely asymptomatic throughout dialysis treatments with these machines. Three machines were returned to fresenius (B)(4) 2013. (B)(4).